Event description:
The sensor is alerting change sensor after one day of use. The blood glucose reading is 204 mg/dl. During troubleshooting, reviewed the insertion technique. Customer is using the abdomen and serter. The blood glucose has increased to 329 mg/dl. She had experienced a low of 45 mg/dl. The bad sensor alert occurred after the second consecutive calibration error. The customer will remove and change the sensor. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.